Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill notifications with multiple cartridges. Reportedly the cartridge was filled with 120 units of insulin. The customer confirmed a new cartridge would be loaded and ended the call with tandem technical support. Although requested, no further information was provided on the reported event. There was no reported impact to the customer's blood glucose level.